Event description:
Patient had scheduled procedure to remove rv lead. The rv lead was removed. The model number was 2088tc/52. The serial number was (B)(4). The implant name was lead 2088tc 52cm st. Jude. The reason for removal was listed as rv lead fracture.